Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The physician decided to do a cut down to prevent a third cuff miss. The sheath was upsized to a 16f sheath and the (aaa) procedure was completed. Hemostasis was achieved via surgical sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, two unused devices from the same lot were returned and testing was successfully performed with no anomalies noted.   The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.